Event description:
When the subject device was returned for analysis it was discovered that the guidewire (subject device) distal tip was broken/fractured during use. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection an attempt had been made to shape the guidewire tip. The guidewire was returned broken/fractured in 2 segments (7.5cm distal segment and 192.6cm proximal segment). The segments were connected by stretched platinum wire. In the proximal segment, the nitinol tubing was returned broken with the core wire and platinum wire exposed. In the distal segment, the nitinol tubing was returned broken with the core wire and platinum wire exposed. The surface of the hydrophilic coating was rough. Bubbles with uncollapsed and collapsed dome and unknown substance (appeared to be excessive coating) were noted in multiple areas to approximately 10cm from the distal end. The core wire distal end was observed through the distal tip dome. Hydrophilic coating was hydrated there were no anomalies noted. A functional inspection could not be confirmed as the device was damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that continuous flush set up and maintained throughout the procedure. No damage was noted to the packaging prior to opening, the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu. During analysis, the guidewire was returned in two segments (7.5cm distal segment and 192.6cm proximal segment), the segments were connected by stretched platinum wire. Core wire was exposed from both segments. It is probable that excessive torque was applied and the device broken/fractured during manipulation of device resulting in the reported fracture. The surface of the hydrophilic coating was rough. Bubbles with uncollapsed and collapsed dome and unknown substance (appeared to be excessive coating) were noted in multiple areas to approximately 10 cm from the distal end. The bubbles found on the distal end of the device were analyzed by r&d. Based on the results of sem (scanning electron microscopy) and edx (energy dispersive x-ray) testing, it appears that the bubbles and the control section of the coating are the same substance. The cause of coating bubbles, which are likely hydrophilic coating, could not be definitively determined but most likely occurred during manipulation of the device while in the patient¿s anatomy. The reported defect guidewire difficult to advance could not be replicated during device analysis due to device damage; however, the analysis results are consistent with the reported event. An assignable cause of procedural factors will be assigned to the reported defects 'guidewire difficult to advance' as well as the reported/analysed defects 'guidewire distal tip stretched' and the analysed defects 'guidewire distal tip broken/fractured during use' and 'guidewire hydrophilic coating surface rough' since these issues appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.